Event description:
A customer reported that the adc freestyle libre 2 reader ¿battery contact broken or missing¿ therefore, the battery is not charging properly. As a result, the customer is not able to test using the reader and experienced a loss of consciousness and required third-party treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.